Manufacturer narrative:
Investigation results: as described in the attached report, the product was damaged during transit to iradimed's facility. The examination of the pump determined the product was able to operate to correct flow rate specification even with the damage sustained. However other mechanical assemblies were damaged, notably the pump's door puller (part number ivp1068). When the pump is operating normally with the pump door closed, the fluid flow is controlled by the door platen and peristaltic "finger" assembly occluding the infusion set tubing. When the door is opened, the pump's door puller (part number ivp1068) is engaged with the infusion set's freeflow preventer clamp, and "pulls" it closed with the motion of opening the door. This clamps the infusion set when door is opened, and prevents unwanted flow. With this pump's puller being broken, when the pump's door was open for approximately 6 minutes prior to the infusion start, excess fluid flow could have occurred during this period. From the available information, the probable cause of this event was the use of the pump with the broken pump door puller. With this pump's puller being broken, when the pump's door was open for approximately 6 minutes prior to the infusion start.

Event description:
After transferring a patient to the MRI and switching the infusion to the mridium pump, the nurse observed the versed infusion dripping faster than expected. The pump was programmed at a rate of 5 ml/hr, and the nurse stated the patient received 60 ml in approximately 5 minutes. No injury resulted from this event.